Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced -1.75 rest. The physician stated that it might be because the lens has slipped forward postoperatively. There are two files associated with this report. This is 2 of 2.

Event description:
Additional information was received and it has been determined that there was no reported defect or fault with a company product.

Manufacturer narrative:
Additional information was provided in b.5. And h.11. Additional information was requested and received stating only one eye affected. All the information has been transferred and reported under the manufacturing ref number: 9612169-2024-00225 . No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).